Event description:
It was reported to philips that the allura device was not booting up. The device was outside of clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed blank screen and was not starting up to application platform. The fse examined the system and determined that the flat detector controller (fdc) was not communicating to the system and there was an error present on the hardware. The fse suggested to replace the fdc but the replacement was not initiated because the system was deinstalled (scrapped). Philips didn't perform further service since the part was scrapped. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.